Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The cause was unknown. No actions/interventions were taken. Patient was advised that if she notices even longer recharge times to contact patient services. The issues remains the same. Weight was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for radiculopathy and spinal pain. It was reported that it is taking longer to recharge patient's implant, going from about 1 hour to 2 hours. The manufacturer representative (rep) said on march 28th, it took 1.8 hour with excellent from 20-100%; march 18th it took 2 hours to go from 50-100% with excellent quality of recharge. The rep said sometimes, patient sees 'recharge neurostimulator' message while recharging. Technical services (ts) asked about the speed of recharge, rep said it's at the fastest speed; ts not sure how rep determined that since the patient didn't have equipment there. Ts suggested that the patient call for further troubleshooting. It was reported that the issue started a couple months ago. Troubleshooting was unable to be performed.